Manufacturer narrative:
Correction: b5, h6, h10 this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: "the unstable pacing thresholds of the leadless transcatheter pacemaker affected by body positions in subacute phase after implant." European heart journal - case reports. 2019. 3, 1¿6. Doi:10.1093/ehjcr/yty160. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was decreased impedance on the leadless ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five weeks post-implant the leadless implantable pulse generator (ipg) exhibited high, rising and unstable thresholds depending on body position. The leadless ipg remains in use. No patient complications have been reported as a result of this event.